Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, infection, urinary problems, difficulty having sex, erosion, scarring. No further information has been provided.